Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully extended and dried blood/tissue was entwined around the helix. On the proximal spring electrode, the eptfe (gore) covering was torn/separated from the medical adhesive at the proximal end, and the spring was stretched at this point. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it would not retract. Laboratory testing was unable to reproduce the reported clinical observations of high pacing thresholds, decreased sensing, loss of capture or oversensing. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to these reported clinical observations. The helix would not retract most likely due to dried blood/tissue in the helix mechanism.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated pacing threshold measurements, decreased sensing measurements and intermittent loss of capture. The device was reprogrammed at that time. Additionally, there was oversensing of right atrial (ra) signals on the rate/sense and shock channels. The device was reprogrammed but this did not resolve the oversensing. The patient had an underlying rhythm with bigeminal premature ventricular contractions (pvcs). A surgical revision was performed. During the procedure, the physician was able to spin the helix back. The lead was explanted and replaced. No additional adverse patient effects were reported.